Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter was used off-label to perform a cavotricuspid isthmus (cti) ablation and the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure a farawave catheter was used to perform pulmonary vein isolation (pvi) and a cti ablation. Use of the catheter to perform a cti ablation constituted off-label use of the device, as it is indicated to perform pvi per the instructions for use (IFU). After performing the cti ablation an st segment elevation was observed. The st segment improved when the coronary angiogram (cag) was performed. After performing an additional cti ablation, the procedure was completed successfully. The device is not expected to be returned for analysis due to disposal.